Event description:
It was reported that particulate matter (pm) was observed in the port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿foreign object that looks like a dot in the port¿. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿foreign object that looks like a dot in the port¿. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection was performed along with magnification with fill port cap removed which revealed a loose particle matter inside the fill port connector of the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.